Manufacturer narrative:
Update information: on 09-feb-2017, one (1) used/damaged airseal 12mm access port was returned from the user facility to conmed corporation for evaluation. Visual inspection of the returned device found a "blue rubber piece" on top of the sound cap had broken off. Further evaluation from the engineer confirmed that the sound reduction seal was torn and a piece was disengaged from the sound reduction cap. A thorough inspection of the sound cap showed evidence of the seal being over stretched. Overstretching and tearing of the seal can be caused by inserting a large or sharp device through the access port. Based on the evaluation findings, it is believed that the most probable cause of this reported breakage was use related. This complaint will continue to be monitored via the complaint system to ensure product safety.

Manufacturer narrative:
As reported, the used/damaged airseal 5mm access port was used to complete the procedure and discarded afterward at the user facility, hence the unit will not be returned for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the reported breakage was not able to be determined. However, based on available information, the quality engineer believed that it was most likely that the blue inner seal got caught by an instrument or suture and was stretched to a point of being torn. This device is a vendor item and the certificate of conformance indicated that the product from this lot #34816 met final inspection and product release acceptance criteria. Of the lot containing (B)(4) units there were no other similar complaints received. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This reported problem was obvious to the user and prompted the use of an alternate device. There have been no serious injuries or death related to the reported breakage. No further action is planned at this time. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences; only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system; these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient. Device was not returned.

Event description:
The customer reported that during use of this airseal 12mm access port in a robotic partial nephrectomy procedure on (B)(6) 2016, "piece of blue rubber on top of the sound cap was torn and fell into the patient's abdominal cavity". The torn blue rubber piece was safely removed with no problems noted. The airseal 12mm access port remained in use as "assist port" to complete the case with no issues. Other than a 5-minute delay reported, the procedure was otherwise completed successfully with no further complications or patient injury. The male patient was discharged as per routine procedure for this type of surgery. This report is filed on the basis of potential injury with recurrence.